Event description:
A physician reported that a vns patient has had a good response to vns but has had an increase in depression due to the battery being at end of life. An estimate of battery life calculation with the manufacturer¿s in-house programming history database predicted the device was not at end-of-service. Generator replacement surgery occurred. The explant facility does not return device to the manufacturer, and the products have not been received to-date. Additional relevant information has not been received to-date.